Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose level was 556 mg/dl. The customer administered a correction injection to address bg level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.